Manufacturer narrative:
The iol was received cut in 2 pieces across the optic. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular intraocular lens (iol) were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 15.5 diopter of this lot number. A review of the historical complaint data base revealed that no complaints from this lot number were received. Our investigation revealed no product deficiency suggesting this event was not caused by the iol. All information available is included in this report.

Manufacturer narrative:
Patient identifier corrected.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. The initial multifocal implant was exchanged for a monofocal lens suggesting the patient was not able to adapt to the multifocality of the lens. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
A surgeon reported the multifocal intraocular lens was explanted 5 months after initial implant. Reason stated was the patient's complaint of blurred vision. The multifocal lens was exchanged for a monofocal without complication.